Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the last few foley trays used were leaking. It was reported that they recovered a piece of the packaging that listed lot# nggv2706, they removed all other product with the same lot number from obstetrics and also four other cases from the storeroom. It was also reported that the drain of the urometer on one unit appeared clogged and would not drain properly. Also, there were others that were leaking at that location.

Event description:
It was reported that the last few foley trays used were leaking. It was reported that they recovered a piece of the packaging that listed lot# nggv2706, they removed all other product with the same lot number from obstetrics and also four other cases from the storeroom. It was also reported that the drain of the urometer on one unit appeared clogged and would not drain properly. Also, there were others that were leaking at that location.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "vent blocked creating vacuum in bag". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.